Event description:
It was reported that the patient experienced an infection of the catheter. The patient had an unspecified dose adjustment to the intrathecal baclofen and was administered intrathecal vancomycin. An unspecified surgical intervention was performed. At the time of the report, they were still waiting to see if this would clear the infection. The patient outcome was a serious injury/illness - recovered without sequelae.